Event description:
The customer reported approximately 2-3 ml of fluid leaked from the y-fitting attached to the dual diluent filters of the coulter ac*t diff analyzer. The customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched on (B)(4) 2013 and could not confirm an active leak but found dried diluent on the tubing around the dual diluent filters. The fse replaced the dual diluent filters to resolve the dried diluent issue. The fse also replaced the air filter, peristaltic tubing, reagent syringes, and worn and dirty vic (vacuum isolator chamber) as preventative maintenance. Failure mode of the dried diluent is attributed to the dual diluent filters. On the following day ((B)(6) 2013), the customer reported that the instrument generated vacuum errors and that the vic was full. Please refer to medwatch #1061932-2013-01347 for the report of the event which occurred on (B)(6) 2013. (B)(4).